Event description:
It was reported that during a cardiac ablation procedure under sedation, while preparing for the final pulmonary vein isolation at the right superior pulmonary vein, oxygen saturation rapidly declined to zero and the patient became pale with an abrupt decrease in blood pressure. Intracardiac echocardiography identified a significant pericardial effusion with cardiac tamponade. The procedure was aborted, the patient was not under general anesthesia. Cardiopulmonary resuscitation was initiated and pericardiocentesis was performed. An emergency sternotomy was performed to identify and repair a cardiac perforation, which was believed to be at the left inferior pulmonary vein. Despite approximately 1.5 hours of resuscitative efforts, the patient could not be stabilized and death was pronounced.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter product ID: non medtronic product product type: introducer product ID: non medtronic product product type: transeptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.